Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a cracked top case and right plunger case. The complaint was confirmed as the check clutch/plunger lever error was found during occlusion test. The root cause was a combination of lead screw and both clutch halves were found old, dirty, and worn out due to normal wear from customer use. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced lead screw and both clutch halves, cleaned and greased the whole motor assembly. Replaced top case and both plunger cases due to physical damage also replaced battery for battery was found with low "lmd" during repair. Performed preventative maintenance (pm) maintenance. Device passed all functional and delivery tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a motor rate error and occlusion failure. No adverse patient effects were reported by the customer.